Event description:
This is a spontaneous case report received from a non-health professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that from the moment she got essure placed she was in severe pain and experienced very heavy periods. She has had severe pains ever since. She has had some false pregnancy and a miscarriage due to the device as well and had to have surgery for them to see and make sure there was no eroding. Upon internal review on 26-feb-2016 the case (B)(4) was identified as a duplicate of this case. Case (B)(4) will be deleted from bayer database. All information was transferred from the deleted case to this remaining case. Follow up 06-apr-2016: product technical complaint (ptc) investigation result was provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted, got pregnant and had a miscarriage. Then a surgery was performed due to the devices to verify if they were eroding (seen as suspicion of embedment). These events are serious due to medical importance. Pregnancy and embedment are listed and spontaneous abortion is unlisted in the reference safety information for essure. Unintended pregnancy may occur in women with essure micro-insert. In this case, limited information was provided. Thus, the possibility of device inefficacy cannot be excluded. Although gestational age had not been reported, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, therefore causal relationship with essure use is assessed as unrelated. Regarding device embedment, the exact mechanism and circumstances of this event were not informed. However, considering this nature, the event is assessed as related to essure use and since a surgery related to devices was required, this case is regarded as incident. Based on the available information no product quality defect was confirmed. No further information (including pregnancy questionnaires) can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.